Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm after battery change. Customer's blood glucose was unknown mg/dl. The customer stated that she changed out the battery and can't get part of the information and had to redo the time and date. The customer was advised that the device would be replaced and may continue to wear the pump until replacement arrives. The customer was advised to revert to her backup plan.